Event description:
Patient representative reported right side "patient got knowledge about the recall¿ and "big physical and psychic suffering, given the enormous dissatisfaction with the outcome of the procedure which made the patient extremely sad.¿ device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side ¿radial folds, compatible with folds, inside the implants¿, ¿discreet radial folds¿, ¿minimal amount of liquid around the right implant¿, ¿scattered cysts in both breasts¿ - ndr, ¿oval, parallel, circumscribed, hypoechogenic nodule, without posterior acoustic effect, measuring 0.4x0.2x0.4cm, located in the right breast in the qsl until 10 am¿, ¿a nodule is observed in the right breast.¿ device remains implanted.